Event description:
It was reported that this right ventricular (rv) lead became fryer during the generator change and had a piece slightly sticking out. Technical services (ts) was consulted and recommended replacements. The md decided to shave of the obstruction on the terminal boot and no visible issues were seen. All lead measurements remain within normal limits. No additional adverse patient effects were reported.